Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances, measuring greater than 2,000 ohms. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No adverse patient effects were reported.

Event description:
This report is being filed due to the additional observation received of suspected lead fracture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Laboratory analysis confirmed that the outer coil of this lead was fractured. It was believed that this observation was due to cycle fatigue. The clinical observations reported were found to be related to the lead fracture.

Event description:
This report is being filed to provide returned product analysis results.